Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from (B)(6) of sterile peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced sterile peritonitis manifested by abdominal pain and turbid yellow dialysate effluent. On (B)(6) 2011, the patient was hospitalized. The cause of the peritonitis was unknown. On an unreported date in 2011, the patient received remedial therapy with unspecified antibiotics (dose, frequency and route not reported). On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the event of peritonitis resolved. It was not reported whether dianeal pd2 unknown bag therapy was ongoing. The consumer did not provide a statement of causality for the event of sterile peritonitis.